Event description:
A report stated a technician had bronchitis (had a cold that developed into bronchitis), an asthmatic reaction, headaches and red eyes. The employee was sent by their personal physician who prescribed albuterol inhaler and an antibiotic. Their other symptoms resolved expect for headaches, runny noise and reddened eyes.